Event description:
Physician placed a 10 fr x 12 cm stent into biliary system of pt. Stent fractured while it was being repositioned, stent and broken pieces were removed completely. Reason for use: abdominal pain.